Event description:
It was reported to MFR by facility, (B)(6), per facility call claiming their maintenance technician was attempting to replace the hi/low motors on their u770 bed using the replacement matched hi/low motor kit when the head end of the main frame dropped pinching his hand/fingers. Asked if their maintenance technician was okay and facility stated we hope so, but not sure right now. Call into facility for update. MFR mentioned that it sounds as though he was attempting to perform their repair with the bed raised and in the upright position and not tipped on its side. Facility claimed they read the instructions twice and it did not mention tipping the bed on its side, we pulled up said instructions sheet and the facility was correct, so we checked the instructions in the user manual and there it does say to tip the bed on its side. It was verified the hi/low motor kit instructions was different from the user manual instructions. MFR did a dco change asap to revise the hi/low motor kit instruction sheet to match the bed user manual verbiage.